Manufacturer narrative:
(B)(4).

Event description:
It was reported that readings stopping occurred. It was indicated that an alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was confirmed. The probable cause was determined to be a loss of connection. The probable cause of the loss of connection could not be determined. The reported event of readings stopping is reportable based on the finding of a loss of connection greater. No injury or medical intervention was reported.